Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had the device off since last week. The patient turned it back on and was able to resume settings as before and coverage was ¿perfect.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was received from a manufacturing representative (rep) and a patient. The patient reported a loss of stimulation, and they were unable to increase intensity above 0.7ma. They indicated that they had a fall on (B)(6) 2020. The patient tried to decrease stimulation, and then increase it again. They also tried turning the stimulation off and back on, and changed groups, but the issue remained unresolved. The rep was going to meet with the patient the week following the report. No further complications were reported or anticipated.